Event description:
It was reported that the device had display - blank screen. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of display blank screen was not confirmed; however, error code 210.5020 was found in the error logs. Error code 210.5020 is a known error code for no power/communication to the display board. Received on 24-feb-2026, lvp device was received unboxed and with paperwork. The unit powered on with no issues. Error code 210.5020 found in the error logs due to the bezel harness connector to the display board not fully seated. Bezel harness connector not properly seated on display board. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace bezel assembly. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01. Annex c: c0201. Annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of display blank screen was not confirmed; however, error code 210.5020 was found in the error logs. Error code 210.5020 is a known error code for no power/communication to the display board. Received on 24-feb-2026, lvp device was received unboxed and with paperwork. The unit powered on with no issues. Error code 210.5020 found in the error logs due to the bezel harness connector to the display board not fully seated. Bezel harness connector not properly seated on display board. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace bezel assembly. Failure investigation report attached to salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had display - blank screen. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had display - blank screen. There was no patient involvement.